Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectum surgery, after the device was assembled, the surgeon clamped the tissue and tried to prepare for stapling, but the green button did not illuminate and the clamp could not be released. To resolve the issue, the green button was pressed for 10 seconds and restarting would be performed. When restarting, the screen once disappeared, then started up, and the clamp was released and used a new set of device in order to complete the case. The surgical time was extended by less than 30 min. There was no patient injury. The day after the operation, the sales rep interviewed a nurse who had taken out the devices and confirmed that the display (yellow arrow-->was on the cartridge and adapter connection part) appeared when the cartridge was connected before the adapter connection.